Event description:
It was reported that during a percutaneous intervention (pci) procedure, balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous, mid left anterior descending (lad) artery. The physician treated the lesion using a 1.5mm rotablator burr, then placed 3.0 x 28mm & 3.0 x 18mm promus stents in the lesion. The physician then advanced a 15mm x 3.0mm apex balloon catheter to the lesion, and inflated twice to 12 atm, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous intervention (pci) procedure, balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous, mid left anterior descending (lad) artery. The physician treated the lesion using a 1.5mm rotablator burr, then placed 3.0 x 28mm & 3.0 x 18mm promus stents in the lesion. The physician then advanced a 15mm x 3.0mm apex balloon catheter to the lesion, and inflated twice to 12 atm, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: during an attempt to inflate the balloon, a pinhole leak was noted. The leak was present at 2mm distal to the distal edge of the proximal markerband. A detailed examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).